Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.